Manufacturer narrative:
Additional information: the device was prepped per the IFU. Standard inflation syringe (encore 23 inflation-boston scientific) was used to inflate with physiological serum 3/4 + iodinated contrast agent 1/4 inflation fluid. About 3 inflations were applied before attempting to remove the balloon. The device did not pass through a previously deployed stent and no resistance noted during advancement of the device. 0 mmhg balloon did not burst but broken with its sheath, it was cut in half (maybe at the intermediate marker? To be checked. The ruptured balloon got partly stuck in the 6fr introducer with a part present in the superficial femoral and the need to take the whole thing out in one piece. All fragments were removed from the vessel and no vessel injury was noted. Procedure was stopped when issue occured. No abnormalities reported in relation to anatomy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis only the distal section of the balloon returned detached from the catheter inside an unknown 6fr sheath the proximal end of the device did not return for evaluation the detached section of the balloon was stuck in introducer and could not be removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of an inpact admiral drug coated balloon, a rupture of endovascular material at the retraction of the introducer's balloon during an endovascular surgery procedure (introducer of suitable size, in accordance with that recommended, balloon correctly deflated but inflated 3 times before removal) occurred. Non-compliant removal of endovascular material with enl argement of the arterial wound putting the risk of hematoma in a fragile patient. Prolonged manual compression (30 minutes) is required to achieve hemostasis. Intervention stopped prematurely. No further patient complications have been reported as a result of this event.